Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure for a femoral-tibial bypass and profunda using an indigo system aspiration catheter 7 (cat7). During the procedure, the physician aspirated some thrombus using the cat7 and the rotating hemostasis valve (rhv). Subsequently, the cat7 was removed to be flushed. Upon reinserting the cat7 into the patient, the physician inadvertently pulled the rhv apart. Therefore, the rhv was removed. The procedure was completed using a new rhv and the same cat7. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned rhv confirmed that the luer connector was detached from the rhv body. If the rhv is forcefully mishandle during use, damage such as this may occur. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.